Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the crank sticks was hard to remove. The grate was dented and there was no alleged event. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Skin graft mesher, serial number (B)(4), was manufactured on april 11, 2016, is 1 year old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on april 18, 2017 revealed that the pre-test was not performed due to the damaged comb. The roller was visibly damaged and there was no lid sent in with the case. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4), all produced a passing test cut. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 18, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the crank sticks was hard to remove¿ was non-verifiable since during initial inspection it was revealed that the pre-test was could not performed due to the damaged comb. However, there was visible damage to the roller. The reported event was non-verifiable since during initial inspection it was revealed that the pre-test was could not performed due to the damaged comb. However, there was visible damage to the roller. The root cause that the device that the crank sticks was hard to remove and the comb and roller were damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, and gears, damaged hardware, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the crank sticks and was difficult to remove. It was also found that the grate was dented. No adverse events were reported as a result of this malfunction. The comb which was visibly damaged was replaced along with other parts of the device as a part of the investigation.